Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. This rv lead exhibited high out of range pacing and shock impedance measurements. Technical services (ts) advised noise consistent with a lead fracture was oversensed. Oversensing resulted in inappropriate anti-tachycardia pacing and two inappropriate shocks to be delivered. The field representative reported tachy therapy was turned off. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. This rv lead exhibited high out of range pacing and shock impedance measurements. Technical services (ts) advised noise consistent with a lead fracture was oversensed. Oversensing resulted in inappropriate anti-tachycardia pacing and two inappropriate shocks to be delivered. The field representative reported tachy therapy was turned off. Additional information provided because tachy therapy was turned off this patient is now wearing a lifevest. The patient advocate reported due to the condition of the patient at this time they are not able to undergo surgery to have any devices removed. This rv lead remains in service. No additional adverse patient effects were reported.